Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece. X-ray examination found the inner coil was overtorqued at the connector region. A test stylet could not be inserted beyond the connector region. The damage was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that during an implant procedure, after multiple positioning, the stylet would not advance in the right ventricular (rv) lead. A new lead was implanted and performed well. The patient was stable post procedure.